Event description:
Physician assistant and md were placing a 12 french quick thal chest tube into the patient's right chest for a right spontaneous pneumothorax. When removing the guidewire from the patient's chest through the chest tube the guidewire began unraveling and became uncoiled. There were small pieces of wire that appeared fractured and broken. They were able to remove the wire carefully through the chest tube. Chest x-ray was obtained and they did not note evidence of metallic foreign bodies in the chest. Chest tube was placed properly.